Event description:
The registered nurse (rn) reported to (B)(6) customer service that the peritoneal dialysis (pd) patient was hospitalized for peritonitis. There were no reported allegations that the event was caused by (B)(6) products. In an additional follow-up call with the patient¿s pd nurse it was reported that on (B)(6) 2026 the patient was initially seen in the outpatient pd clinic for issues with the pd catheter (not a (B)(6) product). The patient had a pd culture obtained (in the pd clinic) which grew the bacteria proteus miribalis. The patient was treated with intraperitoneal (ip) antibiotics utilizing vancomycin and ceftazidime (dosing not provided) on an outpatient basis. Per the nurse, the patient was recovering from the event and continued pd therapy with the same cycler. The nurse stated the patient was subsequently hospitalized on (B)(6) 2026. The nurse stated this hospitalization was a planned admission for removal of the pd catheter and transition to hemodialysis modality, per patient request. The nurse stated that the patient was continued with intravenous (IV) antibiotic therapy utilizing vancomycin and ceftazidime (dosing not provided). The patient remained in the hospital receiving hemodialysis at the time follow-up was conducted. The pd nurse confirmed that the patient did not have any fluid leaks or malfunctions with (B)(6) products in relation to the peritonitis event. The nurse indicated that the peritonitis was due to the pd catheter (not a (B)(6) product). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).